Event description:
A material specialist reported a system message displayed indicating an occlusion and there was no reflux when pressing on the footpedal during a vitrectomy procedure. The procedure was completed with no impact to the patient. No samples were kept for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).